Event description:
A company rep was observing surgery and reported the following info. At system startup, a main shutter error was displayed and the system was rebooted to clear the error. A laser procedure was performed and was uneventful. Approximately 20 minutes after the laser procedure, the surgeon performed cataract extraction. Before entering the eye, the lens contents seemed to protrude anteriorly above the capsulorrhexis. After filling the anterior chamber with viscoelastic there was mild shallowing of the anterior chamber with possible posterior pressure. Hydrodissection was minimal to almost none. Phacoemulsification proceeded normally, with tentative chopping. Once the nucleus was removed, the surgeon noted a small equatorial posterior rent at 3:00. Cortical clean up proceeded with some difficulty due to positive pressure of the equatorial rent. The lens was placed in the capsular bag, but the rent enlarged. Miochol was used to constrict the pupil and gentle I&a to remove the viscoelastic. Stromal hydration and deepening of the anterior chamber was difficult due to the positive pressure. Some vitreous presented to the wound and a mechanical vitrectomy was performed. The wounds were rehydrated. Some tilt of the intraocular lens was noted and concern remains as to the stability of the iol. The following additional details were provided regarding the case: a standard iol was implanted and the surgeon stated that the pt should be fine. No video available.

Manufacturer narrative:
A company rep was dispatched to investigate the laser system. The engineer confirmed the main shutter error and the system was tuned and optimized. The device history records were reviewed and there were no unusual findings related to the reported incident. The system findings are not suspected as a contributing factor to the adverse event. Photographic (B)(4) images of the case were reviewed by the medical safety physicians and no abnormalities were observed. The case is consistent with posterior chamber tear associated with phacoemulsification. Capsular tears are in inherent risk of cataract surgery. (B)(4).